Manufacturer narrative:
Based on the claim against the product by the customer noting clips not firing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument failed the clip test. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close fully. The instrument failed the clip test on 3 out of 3 attempts. The instrument also had issues attaching to and holding on to the clip. The instrument moved with unintuitive motion. Additional observation(s) related to customer reported complaint were also identified: the large hem-o-lok clip applier instrument was found to fail intuitive motion. The instrument moved with unintuitive motion. The grips started and stopped when controlled, they just moved in the wrong directions. The instrument was not fully functional. The root cause not determinable. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was not firing the clips and would not clamp down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.